Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in approximately 3.5 seconds of asystole. Additionally, the patient's atrial arrhythmia was being oversensing by the rv lead and resulted in inappropriate anti-tachycardia pacing (atp) therapy being delivered. The rv lead also exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The noise was able to be reproduced with isometrics, but the out-of-range impedance was not. The patient reported experiencing some light headedness that corresponds to when the issue was first noted. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the device data confirmed a shock lead open error code 1005 had occurred. No other error codes were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock impedance on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had been gradually increasing. The current shock impedance measurement were out-of-range in the 170-180 ohms range with the highest measurement being 192 ohms. Boston scientific technical services (ts) recommended doing a commanded shock test to further evaluate. Defibrillation threshold (dft) testing was done and resulted in an error code 1005 indicating that an open circuit condition was detected during the shock delivery. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.